Manufacturer narrative:
(B)(4). Cartridge lockout tab. Additional information obtained by the sales rep from the surgeon: the surgeon believes that the scrub nurse had placed the unused tr35w into the ets45 which had been used previously across the lung. The sales rep had been given two accounts of this complaint. The scrub nurse's account is as follows: the scrub nurse has written that the tsw35 was applied across the pulmonary artery with a nylon tape still around the vessel. The surgeon told him that the gun had misfired, upon inspecting the stapler he noticed that some of the staple wires were effectively deployed and others were not. As the nylon tape was handed back to him he saw that a portion of the tape appeared to be half intact/half shredded. The scrub nurse believes that having the nylon tape in the ets caused the incident. The scrub nurse has replicated what the nylon tape looked like and I am returning it along with one malformed staple. The surgeon often uses nylon tape across pa and fires across it and has no problem before. The analysis showed that the tsw35 device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during a lobectomy procedure, the surgeon said it was a difficult case on a calcified lung. He asked for 35 endocutter to go across lingular but handed it back to the scrub nurse unused. The pulmonary artery was short and stubby so the surgeon spent some time in isolating the pa and exposing it more. He placed two vascular clamps across the pa and put a nylon tape across as a sling. The surgeon then asked for a 30mm stapler but decided it was too bulky so asked for the 35 endocutter back. The scrub nurse thought that the 35 endocutter had been fired previously so had discarded the white reload. He retrieved the white reload and placed it in an endocutter. The surgeon put the endocutter across the pulmonary artery with the cartridge side closest to lung and fired it. On releasing the endocutter it was found that the staples had formed on the lung side but there was a hole in the pulmonary artery and lots of malformed staples. One half of each staple was unformed the other half of each staple was bent. The surgeon repaired the hole in the pulmonary artery with sutures. No blood was lost due to the two vascular clamps being placed previously. Suturing delayed the case by 15 minutes. Patient absolutely fine and has been discharged. There were no adverse consequences for the patient.